Event description:
Additional information received reported that according to the health care professionals, the patient had diabetes and carotid artery severe stenosis. So the brain was under a long-term hyperglycemia and ischemia situation. It was noted the blood vessel was very fragile, so after the operation, the infarct happened. After the emergency treatment, the patient was in no life danger and was sent to the hospital for further treatment. It was noted that ¿recuperating¿ meant the patient was improving gradually. It was noted the patient could now get out of bed.

Event description:
It was reported that the patient was implanted on (B)(6) 2013 with a deep brain stimulator. It was noted that during the hospitalization the patient had a cerebral infarction. The patient received an emergency treatment from the doctor and the patient¿s life was no longer in danger. The patient was then sent to a local hospital for treatment and recuperation. The doctor¿s opinion was that the patient had serious diabetes and a narrow neck vessel. The patient¿s brain was under long term hyperglycemia and ischemia situation. The blood vessels were very fragile. The cerebral infarction had happened after the operation. Both the doctor and the patient thought there was no problem with the product.

Manufacturer narrative:
Concomitant products: product ID 7482-51, serial # (B)(4), product type extension; product ID 7482-51, serial # (B)(4), product type extension; product ID 3389s-40, lot # va097pq, product type lead; product ID 3389s-40; lot # va0aaas; product type lead. (B)(4).